Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned due to hospital policy.

Event description:
It was reported on right primary uni-mako knees, the tip of the apex pin sheering off while being inserted to fixate the mako trackers. All materials were retrieved in both cases with no patient hardware retained and both had a delay of 10 minutes to the case, no adverse effect to the patient occurred.